Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('50% of the right-sided device trails into the uterine cavity') and pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed coils were properly placed, although one of her fallopian tube was not closed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and ovarian cyst ("ovarian cysts"). At the time of the report, the device expulsion outcome was unknown and the pelvic pain, pelvic discomfort, dyspareunia, fatigue, abnormal weight gain, tooth disorder and ovarian cyst had not resolved. The reporter considered abnormal weight gain, device expulsion, dyspareunia, fatigue, ovarian cyst, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed (cont.); on (B)(6) 2008: patent right fallopian tube after essure procedure. Follow-up as required. Occluded left fallopian tube. Uterus appears unremarkable.; on (B)(6) 2009: approximately 50% of the right-sided device trails into the uterine cavity, but there no longer is right tubal patency. 2. Good position of left-sided device, but free spill of contrast into the peritoneum through the left tube (i.e., patent tube).. Diagnostic results: on an unknown date (shortly after undergoing the essure procedure): hysterosalpingogram (hsg - cont.) - one of her fallopian tubes was not closed off. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 10-may-2021: quality-safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('50% of the right-sided device trails into the uterine cavity') and pelvic pain ('increasingly severe pain/ chronic pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg showed coils were properly placed, although one of her fallopian tube was not closed". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), dyspareunia ("pain during intercourse"), fatigue ("chronic fatigue"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems") and ovarian cyst ("ovarian cysts"). At the time of the report, the device expulsion outcome was unknown and the pelvic pain, pelvic discomfort, dyspareunia, fatigue, abnormal weight gain, tooth disorder and ovarian cyst had not resolved. The reporter considered abnormal weight gain, device expulsion, dyspareunia, fatigue, ovarian cyst, pelvic discomfort, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff never experienced any of the reported conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: coils were properly placed (cont.); on (B)(6) 2008: patent right fallopian tube after essure procedure. Follow-up as required. Occluded left fallopian tube. Uterus appears unremarkable.; on (B)(6) 2009: approximately 50% of the right-sided device trails into the uterine cavity, but there no longer is right tubal patency. Good position of left-sided device, but free spill of contrast into the peritoneum through the left tube (i.e., patent tube).. Diagnostic results: on an unknown date (shortly after undergoing the essure procedure): hysterosalpingogram (hsg - cont.) - one of her fallopian tubes was not closed off. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch records. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Lack of efficacy can occur with the use of any product and is n necessary indicative of a quality defect the reported medical events are not necessarily indicative of a qualify defect as no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events or lack of efficacy event cannot be totally excluded. Most recent follow-up information incorporated above includes: on 15-apr-2021: : mr received. Reporter's information added.lab data added.event:50% of the right-sided device trails into the uterine cavity were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.